Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl. Customer addressed bg levels by delivering a bolus via the pump or a syringe. The cause of the elevated bg level was unknown. During a system check, tandem technical support confirmed that the pump was functioning as intended. Reportedly, the health care provider would be contacted to discuss elevated bg levels.